Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that a patient that had icl surgery in the left eye (od) had a 14 degree rotation. Patient is complaining that when looking at lines, like crossings there is a distortion of the vertical axis. It was reported that the patient wants to consult with other doctors for another opinion. If additional information is received a supplemental medwatch report will be submitted.